Event description:
Lens fell out of lamphead into sterile field. Surgery in progress and there was no contact with patient or facility personnel.

Manufacturer narrative:
No patient injury was associated with this occurrence, however, due to potential injury, this report is being submitted. Getinge USA service representative examined the lighthead and found the plastic lens retainer broken. It appeared as though the lighthead may have made impact with another object. The customer reported that they had not seen or heard signs of a loose lens until the lens fell out of lighthead. Upon examination, the other lenses were found to be in satisfactory condition. A new retainer and lens were installed.